Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2013 was performed and mesh was implanted. It was reported that she experienced urinary tract infections and bowel problems. It was reported that she experienced abdominal, vaginal, back and groin pain and experienced a jerking sensation in her legs and buttocks. No additional information was provided.